Manufacturer narrative:
The event occurred in (B)(6). It was reported by the (B)(4) affiliate. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer has experienced hypoglycemia for the past week and believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.